Manufacturer narrative:
Device 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's husband reported that the pre-cut hole was off centered prior to use in an unknown number of wafers from the current market unit. He felt that this made the wafers unusable. The husband advised first noting this approximately 6 months ago. The patient's usual wear time was 7 days. The product was not used. No photo is available at this time.